Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that the ins was taking a long time to charge in (B)(6) 2019. The patient stated she has been in overdischarge previously. The age of the battery was reviewed. The patient reported when she was charging she would get all coupling boxes. The patient reported no issue with the external device. The patient reported poor communication screen. The patient stated the last time she charged was about 1.5 to 2 months ago. The patient programmer is not working. Due to the length of time since the last recharge, patient was redirected to healthcare provider (hcp) concerning overdischarge charge. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that there were no external/ environmental factors that could have led to the reported issues. It was reported that during an appointment in the hcp's office along with a rep, it was determined that the ins reached end of life (eos). Patient to be scheduled for a replacement. Additional information was received from the patient who reported the ins was dead and would not charge. Patient reported that replacement would take place on ( B)(6) 2020. No further complications were reported/anticipated.